Manufacturer narrative:
Product analysis: the device returned coiled inside shelf carton. Lot number on carton label: 0010673395 also confirmed. The device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the handle broken. The detached section of the handle was not returned. The device was returned with the flush tool positioned over the distal end of the torque shaft. A visual inspection of the flush tool shows that the tip is detached and is sitting in the end seal of the distal flush tool (dft). The tip detached distal to the anchor pockets, and there is material wrapped around the cutter. A visual inspection of the detached tip shows that the guidewire lumen is intact and there is no evidence of it being torn as reported. Due to the condition of the returned device no functional testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy device along with non-medtronic 6fr 45cm sheath and 0.014" 300cm guidewire during procedure to treat a moderately calcified lesion in the mid popliteal artery (pop) with 40-70% stenosis. The vessel was none tortuous. The vessel diameter and lesion length were 5-6mm and 100-150mm. The vessel was not pre dilated but post dilated. IFU was followed. Guidewire prolapse occurred. The device was advanced over bifurcation. The guidewire was hydrated at preparation. During withdrawal severe resistance was felt. The guidewire prolapse during procedure caused tip damage. The guidewire lumen torn from the distal tip. It was reported that after physician finished atherectomy on popliteal area, and was removing the catheter from the patient, resistance was encountered . Physician tugged on it slightly then stopped, and located the catheter which was already inside of the sheath, tried pulling the catheter out but resistance was too severe. Physician kept the wire in place and removed the sheath altogether with the hawkone nosecone stuck inside of the sheath. Once the sheath was outside of the patient physician was able to remove the hawk from the sheath. After inspection, it was noted that the guidewire lumen was torn. No detachment occurred on device. Pta and stenting was part of originally planned procedure. There was no patient injury. Detachment was noted on the returned device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.